Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional clarification was received. Reportedly, the first proglide suture was successfully pre-placed in the left common femoral artery. Reportedly, a cuff miss occurred with the second proglide device, so it was replaced with the third proglide device. The sheath was upsized to a 12f sheath and the stent graft procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures in the left common femoral artery.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to a stent graft treatment interventional procedure. Reportedly, a cuff miss occurred with a proglide device. The sutures of new proglide devices were successfully pre-placed in the left common femoral artery. The sheath was upsized to a 12f sheath and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the left common femoral artery. The sutures of two proglide devices had also been successfully pre-placed in the right common femoral artery prior to the stent graft procedure and were used to successfully achieve hemostasis in that access site after the interventional procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.